Event description:
Had essure sterilization done by dr. (B)(6) (B)(6) 2012. I was unaware that I had adiana implanted in me. I had thought I signed for essure coils to be done and if that didn't work then they would do a regular tubal ligation. I had irregular and heavy bleeding. I switched doctors and when he did an ultrasound due to my heavy bleeding dr. (B)(6) made me aware of the adiana inside me. I continued to have extremely heavy menstruation cycles lasting 2-3 weeks long. Dr. (B)(6) performed an ablation on my (B)(6) 2015 to help with the bleeding. It temporarily worked and then all the bleeding came back. I continued to bleed heavily causing me to feel weak and fatigue at the time. On (B)(6) 2017, I personally found a doctor that would remove the adiana and put me to normal (B)(6) 2016. All bleeding has ceased since then.